Event description:
Information received indicates the bed will not go into trend or reverse trend.

Manufacturer narrative:
The account found the trend switch had a bent actuator. The account straightened the switch actuator to the proper position repair the bed.